Event description:
It was reported that a patient never had therapeutic effect. It was stated that the patient told his health care professional (hcp) that he did not want a rechargeable device ¿but he went ahead and implanted one anyway¿ and now he had never had therapeutic effect and was still having pain down his back, legs, and hips. It was stated that the patient had good results with the older implantable neurostimulators (ins) he had implanted. It was stated that the unit ¿went out¿ on (B)(6) 2014 and now he has ¿got to hurting real bad¿. It was stated that the patient thought his unit was no longer in service. It was reported that the patient had not had any falls or trauma, and the patient has ¿tried everything¿ with the programmer. It was stated that the patient was not feeling any stimulation. It was stated that the patient was currently on group a and stimulation was set at 2.50v. It was noted that the patient navigated through programs a, b, and c, and confirmed that he was not feeling any stimulation. It was confirmed that the upper limit was reached on all programs and each group during the call. It was noted that the patient had shingles 13 years ago and had nerve damage because of this. Information about a prior device was mentioned which was previously reported in pe (B)(6), MFR report #3004209178201007282. This information was unrelated to this event and was omitted from this report. 2014 (B)(6) crts (B)(4) follow up: no information received. 2014 (B)(6) lfc (hcp): no information received.

Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 7496-51, serial# (B)(4), implanted: 1993 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger product ID 74002, lot# n244876, implanted: 2010 (B)(6); product type adapter product ID neu_unknown_lead, serial# unknown, implanted: 2010 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was stated that no impedance measurements were performed. It was reported that an x-ray ((B)(6) 2014) of the supine and upright views of the abdomen were taken in order to rule out disconnection of the stimulator. It was reported that the two leads appeared intact and unchanged in position in the interval. It was stated that the more superior lead projected just to the left of the aortic arch. It was stated that the more inferior lead was superimposed upon the lower thoracic spine. It was noted that the lungs were clear and the bowel gas pattern appeared within normal limits. It was stated that there had been a total hip replacement. It was noted that there was disc space narrowing and vacuum disc phenomenon at l4-5. It was summarized that there were no complicating features seen involving the spinal stimulator and its associated leads from this view. It was reported that a thoracic spine series was also taken. It was reported that there was a defect involving the spinal stimulator lead that extended to the level of the upper cervical spine. It was stated that the defect in the lead measured 7 mm on the lateral projection and 8 mm on the frontal projection. It was stated that the defect within the spinal stimulator lead occurred at the level of t2/t3. It was stated that the inferior leads projected over the lower thoracic spine and was felt to be intact. It was noted that there were degenerative changes involving the thoracic spine. No paraspinal soft tissue masses were seen. It was stated that there was widening of the cardiomediastinal silhouette.